Manufacturer narrative:
There is a temporal relationship between the liberty select cycler and the patient experiencing abdominal fullness and fluid volume overload which warranted in-patient hospitalization. While there is an allegation that the liberty select cycler overfilled the patient, due to lack of sufficient information it cannot be determined if the liberty select cycler may have malfunctioned in anyway and/or caused an overfill/ fluid volume overload event. The circumstances surrounding the patient¿s treatment and data as well as details surrounding the patient¿s hospitalization course are unknown. A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported the patient was in the hospital due to being overfilled by the cycler. A replacement cycler was requested and the cycler was replaced. During follow up the patient¿s nurse reported that the reason for hospitalization was fluid overload and that this was an ongoing issue. The patient had been to the clinic (unknown date) prior to hospitalization complaining of feeling full and felt discomfort during treatment while at home and felt that the cycler was not draining him enough, patient disconnected himself from the cycler and presented to the clinic. While in the clinic, he manually drained 2800 ml and they performed manual exchanges in the clinic to ensure his catheter was fine. No issues with the pd catheter. The patient was advised to perform manual drains. The patient was subsequently hospitalized on (B)(6) 2018 for fluid overload. The catheter was evaluated in the hospital and the patient was dialyzed on the hospital cycler without issues. The nurse stated that the patient continued pd with his usual prescription of fill volume 2100 ml as that was the maximum he could withstand due to a liver transplant but the number of exchanges was increased from 5 to 6. The patient¿s physician advised the patient to request a new cycler as an underlying cause could not be determined since the patient's catheter was clear and was not constipated. The nurse additionally stated that the patient has a history of non-compliance with his diet where he used more salt than he should. Further information including medical records have been solicited but not made available.

Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.